Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned for analysis. During device testing, with curves applied to the cds, the gripper line could not be translated confirming the reported inability to remove the gripper line. The delivery catheter (dc) shaft was removed from the cds device and an x-ray analysis identified herniations in the gripper coils. The inner coil assembly was then removed from the dc shaft and epoxy residue was observed in the inner diameter of the gripper lumens approximately; no blockages of the gripper lumen coil were observed which may have contributed to the inability to remove the gripper line. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the manufacturing process controls identified that residual, cured epoxy may be present on the inner diameter of the gripper lumen coil. The presence of residual epoxy was verified to not obstruct the lumen coils. Review of the lot history record confirmed this device passed all in-process and final acceptance activities. There were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint-handling database identified no other incidents for the reported lot for the reported inability to remove the gripper line. Inability to remove the gripper line may be influenced by challenging anatomical morphology, such as tortuous anatomy and rotated heart. It was reported that there was no challenging anatomy; however, there was a large amount of leaflet tissue inserted into the clip. In this case, it is possible that the cds device experienced compressive forces on the gripper lumens while in the anatomy resulting in the inability to translate the gripper line during removability testing. During returned device analysis, the gripper line was removable with no curves on the device, which indicates that the resistance encountered while removing the gripper line is predominantly a result of curvature placed onto the system. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to the increased resistance within the gripper lumen coils, which may have led to the user experiencing greater difficulty in performing the gripper line removability test. Based on the information reviewed and the analysis of the returned device, it is possible that the gripper line lumens became constricted as a result of procedural conditions (natural patient anatomy) leading to herniations of the coil. Aggregations of forces due to patient anatomy and herniated coils likely resulted in the inability to translate the gripper line during removability testing; however a definitive cause could not be determined. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is being filed as the gripper line could not be removed. Although there was no adverse patient effect, difficulty removing the gripper line has the potential to cause or contribute to patient injury. It was reported that during preparation of the first mitraclip clip delivery system (cds), there were no device issues noted during the functional testing. While using the cds, there was no unexpected movement/steering of the device and the cds was not curved to more than 90 degrees as per the instructions for use. The clip was inserted into the left ventricle and while grasping the clip to the leaflets, a large amount of leaflet tissue was inserted into the clip. Prior to deploying the clip, during the gripper line removability test, there was no resistance noted while retracting the gripper lever. The gripper line was inspected and there were no noted knots or twists in the line. When the gripper line was attempted to be pulled, resistance was met and the line did not move. In an attempt to release the line, the clip was reopened at 60 degrees, but was met with the same resistance and the gripper line could not be removed. The clip was then opened at 120 degrees with the same results. The decision was made to replace the cds. The device was removed with no difficulty and two additional devices were used. The procedure was completed with the reduction of the mixed mitral regurgitation grade from 4 to 1-2 with the implantation of two clips. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system is returning and has not yet been received. A follow-up report will be submitted with all relevant additional information.